Manufacturer narrative:
The reported observation ¿ipg inoperable issue¿ was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device appeared to be functioning normally on the observation date except for two occurrences where the ipg failed to bond to a programmer over the ble interface. The device exhibited normal functionality during analysis which included communication testing with a clinician programmer. No programmer logs were returned from the field for review. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was not communicating with external devices. Troubleshooting did not resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.